Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Evidence is suggestive another device was implanted to complete the procedure. Additional information has been requested but was not provided at this time. This pacemaker has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Evidence is suggestive another device was implanted to complete the procedure. Additional information from the field representative confirmed this pacemaker was never explanted. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.